Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: s-rom*head femoral cocr 28+6 hip femoral head. Pinn lnr con +4 neut 28idx50od hip acetabular liner. Unknown hip acetabular cup. Unknown hip femoral stem. Unknown hip proximal femoral sleeve. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges elevated metal ions after first revision. Added lawyer and law firm. Doi: (B)(6) 2014; dor: none reported; (right hip). (B)(4) - right hip 1st revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.